Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a sensor failure which occurred 3 days after the sensor was inserted into the thigh. On (B)(6) 2024, the patient woke up from sleeping and noticed her sensor had failed. Since the patient had been sleeping, it was not specified how long the sensor was in a failed state before the patient became aware of it. The patient tested her bg (blood glucose) meter reading, and it was ¿high¿ (no specific value was reported). The patient had nausea and was vomiting. She called ems (emergency medical services) and once they arrived, she was treated with zofran and transported to the ER (emergency room). At the ER, the patient¿s bg meter reading was (B)(6), and she was admitted to the ICU (intensive care unit). She was treated with an IV insulin drip and IV fluids and was discharged home after 3 days. The patient was feeling ¿much better¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.